Event description:
The customer reported via phone call that they had a keypad anomaly. Customer reported they were unable to exit from the easy bolus menu. It was found changing the battery did not resolve the issue. The customer also stated the numbers on their insulin pump were scrolling when attempting to enter their blood glucose. Customer's blood glucose was 109 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to moisture damage on keypad trace. No scrolling numbers display anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.